Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 3/23/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. The hemostatic valve was leaking. The sheath was replaced, and the issue resolved. No additional information has been provided. With the information available, this event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
Initially, it was assessed that this was a hemostatic valve separation issue. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)2021, and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on (B)(6)2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. The hemostatic valve was leaking. The sheath was replaced, and the issue resolved. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. A device history record evaluation was performed for the finished device [00001087] number, and no internal action related to the reported complaint condition were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that valve dislodged product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on (B)(6)2021, it was determined that the following information was inadvertently omitted form the 3500a initial medwatch: additional information stated that the hemostasis valve dislodged, it did not break or become detached from the sheath. The event occurred during prep for the procedure.